Event description:
The customer reported that during the exam, an error code displayed indicating requirement of restarting the system to continue. When the computer was rebooted, the technician could not retrieve the images of this patient which were taken by previous exposure. This patient had to be retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Investigation is still in-progress. If add¿l info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).